Manufacturer narrative:
Patient information was not provided, per the site surgery coordinator. Return requested. Replacement axiem portable shipped to site 10/24/2014. Medtronic investigation of suspect axiem portable finds that this device was returned unused with tamper seal broken. The axiem unit was placed into a test system with the ent application for a 48 hour burn-in test. Registration was verified with a probe. Tracking, and accuracy looked normal on all 8 tool ports for the entire test time. The unit passed the pegboard test. No fault found. - return requested. Replacement field generator shipped to site 10/24/2014. Medtronic investigation of suspect field generator, returned on 11/11/2014, finds that when the field generator is connected the cranial software, it becomes unresponsive. The navigation tab has red status and has error axiem emitter memory error. Diagnostics shows a fault on all 9 coils. There is an amplifiers muted fault and an amplifier current error on all 3 amps. Electrical failure - red status / no tracking. - 10/28/2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Replacing the emitter resolved the issue. No further issues have been reported.

Event description:
A medtronic ent representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system became unresponsive before registration. Trouble-shooting did not resolve the issue. The surgeon opted to continue, and completed the procedure without the use of the navigation system. There was no impact on patient outcome.